Event description:
On (B)(6) 2014, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2014, computed tomographic angiography reportedly identified a type ii endoleak originating from two lumbar arteries. It was reported the aneurysmal sac had increased in size from 4.5cm x 3.5cm (measured on (B)(6) 2012) to 6.2cm x 5.3cm. On the same day, the patient underwent percutaneous aaa sac embolization with a combination of onyx glue and coils to treat the type ii endoleak. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysmal enlargement.

Manufacturer narrative:
Concomitant products: patient medications include amlodipine, atorvastatin, clonidine, colace, dialyvite, hydralazine, metoprolol tartrate, nifedipine, norco, reglan, renvela, vitamin b12, and zofran. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of imaging evaluation.